Event description:
5fu bulb pump did not infuse medication. Another dose will be ordered and administered. Patient arrived at the chemotherapy unit to have his chemotherapy pumped disconnected. Upon assessment of chemotherapy pump, it was noticed that the bulb was still full of medication. Rn (registered nurse) observed that all of the clamps on the tubing were locked, and the tubing was threaded outside of the locked clamps to ensure patency. Medication dispenser regulator was observed as taped to the patient's chest. The chemotherapy pump was disconnected and returned to pharmacy per pharmacy request. Rn flushed the patient¿s port to ensure patency. Patient port flushed with ease and gave immediate blood return.